Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info has been requested and if it becomes available then it will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00028.

Event description:
It was reported that, "the pt's loose shell and worn poly were reasons for revision."